Manufacturer narrative:
Conclusion: the investigation data for the subject device with unipolar ventricular lead (focus t43) revealed normal device behavior. At the end of the automatic detection of implantation, the ventricular polarity configurations were unipolar and the lead impedances were normal. The observed pauses could be a result of a high threshold (programmed amplitude of 2.0 v), of a intermittent loss of electrical connection between the distal conductive ring of the lead and the distal terminal block of the pacemaker and/or the presence of blood in the connector port. All of the investigation information for the subject device with a bipolar ventricular lead ((B) (4)) revealed that the lead impedances in bipolar configuration were greater than 3 kohms. It is for this reason that the switch to bipolar was never accepted by the programmer. The pauses which were observed with the bipolar lead correspond to the attempts to program to a bipolar configuration (refer to preliminary note # 2) or to the temporary tests in bipolar configuration (refer to preliminary note # 3) with lead functional in unipolar configuration only. The behavior of the device in unipolar configuration is normal (results of a 24 hour holter did not reveal any lack of pacing). An x-ray of the connection system (connector header) of the subject device could be useful for the identification of the cause of the high measured impedance in bipolar with this bipolar lead. It would permit the analysis of the position of the distal ring of the lead in the connector port and the position of the proximal spring.

Event description:
The pacemaker involved in this MDR report was implanted on (B) (6) 2008 (box replacement); the original leads remained implanted (ventricular lead : focus t83f-unipolar). Reportedly, bipolar programming was accepted with a unipolar lead and refused with a bipolar lead. Since ventricular pauses were observed associated to these programming attempts in bipolar, the physician decided to replace the v lead with a bipolar ventricular lead (re-intervention performed on (B) (6) 2008 at 20:00 - 21:00). However, re-programming to bipolar configuration in the ventricle was not accepted (impedance measured > 3kohm) and pauses associated to these programming attempts were observed (reportedly, the pauses were very long).